Event description:
It was reported that the 2.5 x 08 mm xience v was unable to cross the lesion. A vision stent was able to cross and was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed that the stent implant was dislodged from the stent delivery system balloon, and was not returned with the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was dislodged from the balloon; however, additional information was unavailable from the account regarding when/how this occurred. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.